Manufacturer narrative:
(B)(4). Concomitant medical products: 010000589 comp rvrs 25mm bsplt ha+adptr 271880; 115310 comp rvrs shldr glnsp std 36mm 928200; 115370 comp rvs tray co 44mm 672680; xl-115363 arcom xl 44-36 std hmrl brng 812120; 180550 comp lk scr 3.5hex 4.75x15 st 317350; 180551 comp lk scr 3.5hex 4.75x20 st 445120; 180552 comp lk scr 3.5hex 4.75x25 st 317450; 115396 comp rvs cntrl 6.5x30mm st/rst 650460. (B)(4). The complaint is under investigation. Once the investigation is complete a follow MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-11047, 0001825034-2018-11055, 0001825034-2018 11058, 0001825034-2018-11059.

Event description:
It was reported that the patient underwent a right shoulder arthroplasty and now has reported unexplained pain on an unknown date. No additional information is available at this time.

Manufacturer narrative:
UDI: (B)(4). The complaint cannot be confirmed as no medical records were provided. DHR was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.